Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: (B)(6) 2020. Section h3: device returned to manufacturer: yes . Device evaluation: the complaint lens was received submerged in an unknown solution inside a specimen cup. Additional documentation and the replacement lens¿ patient sticker were received as well. The complaint lens was cleaned, and visual inspection under magnification was performed and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was explanted from patient's left eye in a secondary surgical procedure because of patient having blurry vision. First day follow up visit after implantation of lens stated that os has been a little aching vision more blurry than od was and combo drug was prescribed 4 times a day in operated eye. There was no delay in procedure. Surgical interventions such as incision enlargement and sutures were performed but vitrectomy was not required. The replacement lens used is of same model but different diopter. Patient/user outcome: visual acuity post-op: near 20/80, 20/30 distance. No further information provided.